Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the statlock was affecting the patient¿s skin was inconclusive due to the sample condition. One photo was provided for investigation. The photo showed gauze adjacent to what appears to be the patient¿s arm. An area of redness that resembles the outline of a statlock was observed. A yellowish material was observed on the gauze and in the middle of the area of redness. The statlock was not visible in the photograph. Due to the condition of the sample, the complaint was inconclusive. Potential contributing factors include patient symptoms, reaction, duration of use, and skin preparation technique; however, the exact cause of the event was not determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's skin began to breakdown where the statlock was adhered. More information was requested but not provided.